Event description:
It was reported following an angio-seal deployment, the patient complained of pain in the lower extremity. An ultrasound revealed a vascular occlusion at or above the groin site. The following day, an embolectomy was performed. The device was removed. Reportedly, the patient was recovering.

Manufacturer narrative:
No components were returned for analysis and review of the device review history was not possible since the lot numbe was unavailable. Based on the information provided to st. Jude medical, the cause for the vascular occlusion could not be conclusively determined.